Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user noticed that the quantity recorded for a 100 ml bag does not match the amount actually removed. The quantity should display as 1, but the system displayed removals of 0.8 and 0.9 of a bag instead. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist ran the device event report for the specified date and confirmed that there were no records showing removal dates, times, or quantities. The customer reviewed the findings and approved closure of the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user noticed that the quantity recorded for a 100 ml bag does not match the amount actually removed. The quantity should display as 1, but the system displayed removals of 0.8 and 0.9 of a bag instead. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.